Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. During the device evaluation, a crack on the c-cover and a gap in the adhesive area between the z-block (server plug-in) and the distal end were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.